Event description:
It was reported that, during surgery, the visionaire adaptive guide distal femur journey ii block did not fit correctly. Procedure continued with a change in surgical technique and with a delay of less than 30 minutes. No additional bone cuts were performed and the patient was not harmed beyond the described event.

Manufacturer narrative:
H3, h6/: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode, however an engineering evaluation was conducted and did confirm a potential root cause for the stated failure mode. The clinical/medical investigation concluded that, per complaint details, the visionaire adaptive guide distal femur journey ii block did not fit correctly; therefore, the surgeon completed the case with a change in surgical technique using standardized instrumentation within a 0-30 minute surgical extension. Reportedly, the patient was not harmed beyond the described event and there is ¿no anticipated patient impact¿. It was communicated that the blocks were ¿trashed¿ even though a request was made to keep them. The provided pre-op full leg x-ray does not provide insight into the reported event. Patient impact beyond the reported modified surgical procedure and < 30 minute surgical delay would not be anticipated as no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An engineering evaluation was conducted and determined that a portion of the anterior femur osteophyte was undersegmented. A historical review concluded that there are no prior actions related to this product and event. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. The contribution of the device to the reported event could not be corroborated. This issue was evaluated through our internal quality process and determined that the failure mode rate is within the anticipated risk limit. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the visionaire adaptive guide distal femur journey ii block did not fit correctly. Procedure continued with a change in surgical technique and with a delay of less than 30 minutes. The patient was not harmed beyond the described event.